Event description:
A dilatation procedure was performed in the right middle cerebral artery (mca), in which a balloon and a guidewire (suspect device) were used. It was reported the physician had experienced some friction with the guidewire while crossing the lesion. Therefore, the guidewire and balloon were removed. The guidewire was washed with saline and coating was noted to be peeling off about 100 cm from the distal tip. It is unk when the coating had peeled off. However, it was reported "no foreign material was found when lumen of the guiding catheter and wire lumen of the balloon were checked during preparation. Before closing the procedure, imaging check was performed at brain arteries and no anomalies were found." Pt condition is reported to be good.

Manufacturer narrative:
.